Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit has excess noise and there are no alarms.

Manufacturer narrative:
Unit repaired by independent repair center. The key failure to the noise issue is a noisy compressor. The underlying cause for no alarms was listed as an additional malfunction of a short circuited power switch.

Event description:
On (B)(4) 2015 unit repaired by independent repair center. Irs received 10/2/15. The key failure to the noise is a noisy compressor. The underlying cause for no alarms was listed as an additional malfunction of a short circuited power switch. Dealer states the unit has excess noise and there are no alarms.